Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2022. While attempting to implant the ICD, the physician tried to attach left ventricular lead to the ICD port and tighten the set screw. This resulted in set screw dislodgement and the binding between the header and set screw broken. The ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of broken set screw was not confirmed. The device was returned without the left ventricular septum. Inspection under a microscope showed no anomalies with the set screw. In-lab testing showed the set screw was able to completely unscrew from the header and then fully tighten into the header, normally.